Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was over 600 mg/dl and 500 mg/dl. The customer¿s blood glucose level was 306 mg/dl and 269 mg/dl at the time of incident. The customer¿s current blood glucose level was 371 mg/dl, 264 mg/dl. The other relevant blood glucose level was 189 mg/dl, 379 mg/dl, 360 mg/dl, troubleshooting was performed for high blood glucose and under delivery. The customer treated with pump for high blood glucose. The customer alleges insulin pump under delivery. The insulin pump will not be returned for analysis.